Event description:
It was reported that during a gyn procedure, surgeon perforated the uterus upon introduction or the resector. Surgeon does not feel that the resector contributed to the perforation. No further consequences reports.